Event description:
The hospital reported that during an endoscope vein harvesting procedure, the short port btt balloon popped. No pieces fell into the patient. The reporter stated that metal clips were not used. The same unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded. The harvester reported that the balloon popped after applying 5cc's of air. Lot number is unknown.

Manufacturer narrative:
Method: since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed, since the batch number has not been reported. Items marked "ni" are unknown to us at this time. (B)(4).